Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported no power issue was verified in the black box but not duplicated in the evaluation. Review of black box history found records of unexplainable power-on-reset. Battery compartment crack was found extending from the threads to the case seal. Moisture corrosion was evident on the underside of the battery cap. Battery cap contact measurements were within specifications. A battery compartment leak was demonstrated in a leak test. Using the returned battery cap, the pump powered up to a blank screen with auditory feature only. The presence of audio tone function is evidence that there was power to the pump. Pump casing was opened and evidence of moisture intrusion was found throughout the interior of the pump and on the vibrator motor. The remaining testing could not be completed due to the blank screen and the extensive moisture contamination.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump failed to power on and moisture intrusion was evident inside the battery compartment. Reportedly, the battery compartment was cracked while the cap was undamaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.